Event description:
Additional information was received indicate the patient underwent a surgical intervention on (B)(6) 2019, wherein the occipital lead was replaced. Surgery resolved the issue. Patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing ineffective stimulation due to high impedance on contacts 1-3. As a result, the patient may undergo surgical intervention at a later date.